Manufacturer narrative:
Philips has investigated this allegation. It was reported to philips that the system computer needs to be replaced. The quote was not accepted by the customer and there was no service provided from the philips. Till date, no reoccurrence reported. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that one of the device's computers needed to be replaced. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.